Manufacturer narrative:
The device has been returned and an investigation has determined the complaint is not confirmed. Meter did power on with button depression. Meter did power on with strip insertion. Blank screen was not observed. It should also be noted: both sets of test strips used during troubleshooting were expired. Lot no: 0513947 expired may 2007 and lot no: 0527065 expired september 2007.

Event description:
Customer reported that on (B) (6) 2009 her freestyle blood glucose meter would not turn on and because of this she could not tell what her glucose level was. She further reported experiencing nausea, diaphoresis, tremulousness, vertigo, hot flashes and polydipsia. Customer self-treated by drinking lots of water. Customer self-presented to a healthcare facility where she was diagnosed with hyperglycemia and treated with an intravenous infusion of unknown type. Additionally, customer was told her glucose was elevated due to stress, improper eating habits and a co-occurring unidentified infection. There was no report of death or permanent injury associated with this event.